Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of transient ischemic attack (tia), weakness and embolism are listed in the product instruction for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post implantation of two rx acculink stents in the heavily calcified, left internal / common carotid artery, the patient experienced a short episode of word finding difficulty along with right arm weakness, diagnosed as a transient ischemic attack. MRI of the brain revealed 2 small lesions likely representative of a small ischemic event from embolic debris. The symptoms resolved on (B)(6) 2011. There was no additional information provided.